Manufacturer narrative:
G4: 24sep2020 b4: (B)(6)2020 the device was reported to have been in set-up at the time of the event. Another device was then used there was no adverse patient impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). It was confirmed that the inlet air filter and cooling fan filter were clogged and will need replacement. The customer replaced inlet air filter and cooling fan filter from their own stock and the device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01sep2020.

Event description:
It was reported to philips that the device had a annunciated a blower temperature high alarm. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.